Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead had a confirmed fracture. The lead was partially explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased pacing impedance, elevated sensing integrity counter (sic), and non-sustained ventricular tachycardia episodes. Noise was also noted on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.